Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding failure of the "factory 4 hr xylene free" protocol started in retort b at 18:05pm on (B)(6) 2011 in associated with errors messages relating to the function of one of the power supplies and a liquid level sensor(s) (lls), using peloris tissue processor serial number (B)(4). On (B)(6), leica microsystems received info that all tissue samples from the failed protocol were diagnosable.

Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. The fse found that two lls were giving intermittent false readings, which in turn caused the protocol failure. The fse replaced the two lls identified and the performance test(s) indicated that the instrument had returned to specification. Events recorded in the software show that: at 06:07 am and 06:10am on (B)(4) 2011, the user modified the "factory 4 hr xylene free" protocol in order to complete processing of the tissue samples from the aborted protocol. The modified protocol was started in retort a at 06:09 am and immediately abandoned by the user; and at 06:11 am and abandoned by the user after brief exposure of the tissue samples to formalin. At 06:19 am on (B)(4) 2011, the user modified the "factory 1 hr xylene free" protocol to start processing in step 6 (ipa). This protocol was started at 06:21 am on (B)(4) 2011 and ran to completion. As a consequence of the failure of the "factory 4 hr xylene free" protocol started in retort b at 18:05pm on (B)(4) 2011, tissue samples were exposed to 82 % ethanol for over three hrs and it is possible that very small biopsies (less than 3mm) may be adversely affected by over-dehydration. Processing artefact would have been created by the subsequent re-processing regimen. The tissue samples were taken from formalin to ipa without any intermediate steps, and as a consequence, water in the tissue will not be displaced and wax infiltration impeded. Also it is unlikely that processing would complete effectively when a 1 hr protocol is substituted for a 4 hr protocol.